Event description:
Progressively fatigued and short of breath. Congested, coughing and headaches. Aching joints, scratchy eyes and throat. Progressively getting worse over time. FDA safety report ID# (B)(4).